Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from a coaguchek xs meter. The serial number was requested but was not known. The customer received an error of insufficient blood volume twice. There was an issue obtaining blood as the patient was slender. The patient's finger was squeezed to obtain the sample. The results from the testing were 4.0 and 8.0 inr.